Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 01 and they were unable to clear the alarm. They stated that this resulted in an approximately 6 hour delay of therapy. They stated that the patient is able to use a back up pump for supplemental feedings but that they did not have access to it because they were on vacation. They stated that they were able to get the error code to clear and continue their feeding schedule. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).